Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that during the implant procedure, the stylet could not advance through to the tip of the right ventricular lead. The lead was tested outside of the patient¿s body and similar lead performance was observed. The lead was not used and was replaced. The patient was stable throughout the event.

Manufacturer narrative:
The reported event of stylet could not be inserted was not confirmed in the laboratory. Analysis was normal. No anomalies were found.